Event description:
It was reported that after inflation/deflation, the pta balloon could not be retracted through the introducer sheath. It is unknown how the balloon was removed. No further procedural information was provided. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.